Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge. (B)(4).

Event description:
The customer reported via phone call of fluctuating high and low blood glucose readings. The customer had low reading of 43 mg/dl and high reading of 555 mg/dl. Customer declined to troubleshoot. The insulin pump will not be returned for analysis.